Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The shaft of a 10mmx4.00mm wolverine coronary cutting balloon was reported to have broke during advancement over a .014 guidewire. The procedure was successfully completed without issue or patient injury.